Manufacturer narrative:
(B)(4). Device evaluation: one unit was received by baxter for evaluation containing approximately 105ml of fluid in the reservoir. No signs of abnormality were observed on the device upon sample receipt. The fill-port cap was removed, but no signs of bubbles or foam were detected at the fill-port. No signs of abnormality were noted on the fill-port. The fluid in the reservoir was subsequently drained then manually refilled with saline solution. During and after fill, no signs of bubbles or foam were observed at the fill-port. The reported condition could not be confirmed. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) intermate sv 200 device was producing "bubbles and foam" at the location of the fill port during filling. There is no report of patient injury or medical intervention. No additional information is available.